Event description:
Instrument became stuck in the port when the surgeon tried to withdraw it from the patient. The entire port was removed from the patient and eventually the port was freed from the instrument. Surgeon had mentioned that same thing occurred yesterday although he was able to free the port himself.